Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and renal failure ("renal failure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included renal failure, heart disease, unspecified, iron deficiency anemia, hypertension since 2008, fibromyalgia since 2010, renal disease, metabolic acidosis, chronic kidney disease, edema and thoracentesis. Concomitant products included lidocaine, pregabalin (lyrica) and tizanidine. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced renal failure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced pain ("pain all over body") and malaise ("making me sick"). The patient was treated with surgery (to remove the essure implant on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, renal failure, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, weight increased, anaemia, fibromyalgia, pain and malaise outcome was unknown. The reporter considered alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, malaise, migraine, nausea, pain, pelvic pain, renal failure, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancies noted in essure removal as in current follow up it was mentioned - have you had your essure (or any part of the device) removed? No. Diagnostic results: she had essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet - events abnormal bleeding (general), dysmenorrhea, dyspareunia, fatigue, hair loss, migraines/headaches, nausea, pain, vaginal discharge, weight gain, other: renal failure, anemia, fibromyalgia, making me sick were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and renal failure ("renal failure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not perform essure confirmatution test". The patient's medical history included miscarriage in 2002, multiparous (2003, 2003 gave birth in 24 weeks due to placenta previa), pre-eclampsia in 2008 and vitamin d deficiency. Concurrent conditions included renal failure, heart disease, unspecified, iron deficiency anemia, hypertension since 2008, fibromyalgia since 2010, renal disease, metabolic acidosis, chronic kidney disease, edema and thoracentesis. Concomitant products included hydralazine, levosalbutamol hydrochloride (xopenex), lidocaine, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008, ondansetron, pregabalin (lyrica), sodium bicarbonate, tizanidine, torasemide (torsemide) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). In 2009, the patient experienced anaemia ("anemia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) : weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced renal failure (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pain ("pain all over body") and malaise ("making me sick"). The patient was treated with surgery (to remove the essure implant). At the time of the report, the pelvic pain, genital haemorrhage, renal failure, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, weight increased, anaemia, fibromyalgia, pain and malaise outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, malaise, migraine, nausea, pain, pelvic pain, renal failure, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancies noted in essure removal as in the current follow up it was mentioned - she had not removed essure (or any part of the device). As per the previous fup, essure was removed on (B)(6) 2015. There were 2 trailing coils on the right and 3 trailing coils on the left. Diagnostic results: she had essure confirmation test. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received : event "abnormal bleeding (vaginal)" added, event onset date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") and renal failure ("renal failure/other injury or complications : describe: renal failure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not perform essure confirmatution test". The patient's past medical history included miscarriage in 2002, multiparous (2003, 2003 gave birth in 24 weeks due to placenta previa), pre-eclampsia in 2008 and vitamin d deficiency. Concurrent conditions included renal failure, heart disease, unspecified, iron deficiency anemia, hypertension since 2008, fibromyalgia since 2010, renal disease, metabolic acidosis, chronic kidney disease, edema and thoracentesis. Concomitant products included colecalciferol (vitamin d), hydralazine, levosalbutamol (xopenex), lidocaine, medroxyprogesterone acetate (depo-provera) from (B)(6)2008 to (B)(6)2008, ondansetron, pregabalin (lyrica), sodium bicarbonate, tizanidine and torasemide (torsemide). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue/fatigue"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), alopecia ("hair loss/hair loss"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and anaemia ("anemia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea/nausea"), vaginal discharge ("vaginal discharge/vaginal discharge"), weight increased ("weight gain/weight gain/loss specify:") and abdominal pain ("abdominal pain"). In 2017, the patient experienced renal failure (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia/other injury or complications: fibromyalgia"). On an unknown date, the patient experienced pain ("pain all over body") and malaise ("making me sick"). The patient was treated with surgery (to remove the essure implant on (B)(6)2015.). At the time of the report, the pelvic pain, genital haemorrhage, renal failure, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, weight increased, anaemia, fibromyalgia, pain and malaise outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, malaise, migraine, nausea, pain, pelvic pain, renal failure, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancies noted in essure removal as in current follow up it was mentioned - have you had your essure (or any part of the device) removed? No. Diagnostic results: she had essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. New event abdominal pain and plaintiff did not perform essure confirmation test were added. Outcome of the events were updated. Patient's medical history and concomitant medications were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.